Manufacturer narrative:
The device was returned for further investigation. During the evaluation the reported issue could not be confirmed and reproduced. The device worked according the specification. As the issue could not be reproduced or confirmed, a root cause was not identified.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The device has been requested back for further evaluation and repair. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not yet returned.

Event description:
Livanova deutschland received a report of a water leak from a heater-cooler system 3t during priming. There was no patient involvement.